Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was a migrating pulse wire in ECG ¿c¿. The root cause for the migrating wire was excessive force. There was no adverse event that resulted from the damaged belt.